Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This was due to the plunger coupler gap was outside of specification. The plunger coupler gap was measured to be 0.055." The specification requires a measurement of (B)(4). The device was last serviced in (B)(4) 2008. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device delivered less than intended.